Event description:
It was reported that a user of the ilet system experienced frequent low glucose alerts after making multiple back-to-back meal announcements that delivered approximately 10 units of insulin, followed by carbohydrate intake including banana, yogurt, and donuts, with no fingerstick confirmation available due to a nonfunctioning glucometer. Symptoms included hypoglycemia with a nadir of 53 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to accidental repeated meal announcements, and an improper or incorrect procedure associated with user interface interactions that contributed to excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.